Event description:
It was reported that the patient had dyspnea. Undersensing was found on the right atrial lead. The device was reprogrammed and the lead remains in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns; 5086 implantable pacing lead, (B)(6) 2012. (B)(4).